Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2010. It was reported that the patient fell. Since falling, she feels more pain than usual in her right leg. The patient will meet with her physician and a company representative. No additional information is available at this time.